Manufacturer narrative:
H4 - device mfg date is unknown. No information is available based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the mask has lost air during patient use". There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation codes: updated. Investigation summary: the affected product was returned for evaluation in good condition. During visual inspection, a tear was found in the cushion part of the product, from where leakage of air was observed. This confirmed the customer's complaint. No other anomaly was observed. Itis considered that the event occurred before the component had been supplied to mkom; no root cause could be determined. Galemed will be contacted to conduct a detailed investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.